Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds. Repositioning was attempted, however the physician was unable to retract the lead helix due to tissue growth. The lead was explanted and replaced.